Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1917 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported insertion was successful, blood return, etc., with our primary IV team and within about 4 hours the IV won¿t flush. When removing the catheter there are not any kinks or bends and the lumen will not flush even after removal from the patient. Additional information provided 03/04/2021: it was reported the catheter placed quit working within 6 hours of placement, with blood return and flush being able to be completed upon insertion. When removed the catheter was not kinked or bent in anyway and would not flush at all after removal even with no evidence of occlusion in catheter tip.

Event description:
It was reported insertion was successful, blood return, etc., with our primary IV team and within about 4 hours the IV won¿t flush. When removing the catheter there are not any kinks or bends and the lumen will not flush even after removal from the patient. Additional information provided 03/04/2021: it was reported the catheter placed quit working within 6 hours of placement, with blood return and flush being able to be completed upon insertion. When removed the catheter was not kinked or bent in anyway and would not flush at all after removal even with no evidence of occlusion in catheter tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter would not flush was inconclusive since the affected sample was not returned for investigation. One sealed package with a 20g x 2.25¿ accucath catheter from lot #reeu1917 was returned for investigation. The packaging was opened and no damage or defects were observed on the returned sample. The catheter was removed from the needle and the valve actuator was noted to be in the correct position. Under microscopic examination, a syringe was attached to the luer adaptor and the valve actuator was pushed through the valve as designed. A functional test revealed that the catheter was patent to infusion and aspiration. The reported event could not be replicated on the unused sample that was returned for investigation; therefore, the complaint was inconclusive. Evaluation findings are in section h.11.